Manufacturer narrative:
Upon further analysis, this investigation will be updated.

Event description:
Boston scientific received information that this device was returned with no allegations. Initial analysis showed that the device failed longevity. Detailed analysis will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.